Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd ultra-fine¿ nano¿ pen needles was broken at injection site (stomach) during injection. Patient was able to remove the cannula on his/her own. The following information was provided by the initial reporter: ¿item # 320122, lot # 8109712, exp 2023-04-30, while injecting needle tip broke in site/stomach. Able to remove on own sending mailing kit for pen needle hub sending also voucher. Does not reuse. Using with tresiba. No medical attention needed item fell out of site on its own.¿

Manufacturer narrative:
Investigation summary: customer returned (1) 32g, 4mm bd pen needle without the tear drop label attached (used). Consumer reported while injecting needle tip broke in site/stomach. The returned pen needle was examined and exhibited a good patient end cannula and a broken non-patient end cannula, thus confirming the alleged defect of a broken non-patient end cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken non-patient end cannula). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be broken when fitted to the pen.

Event description:
It was reported that a bd ultra-fine¿ nano¿ pen needles was broken at injection site (stomach) during injection. Patient was able to remove the cannula on his/her own. The following information was provided by the initial reporter: ¿item # 320122 lot # 8109712, exp 2023-04-30 while injecting needle tip broke in site/stomach. Able to remove on own sending mailing kit for pen needle hub sending also voucher. Does not reuse. Using with tresiba. No medical attention needed item fell out of site on its own."